Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother stated that on (B)(6) 2017, the patient was complaining that both sides of the abdomen where the sensor was inserted was hurting. Further contact was made with the patient's mother on (B)(6) 2017. The patient's mother stated that on (B)(6) 2017, she made an appointment with the healthcare provider. The patient was seen by a physician's assistant (pa). It was indicated that both sides of the abdomen were bruised. An x-ray and ultrasound were performed, and the images confirmed that there were two sensors under the patient's skin in 2 separate areas. It was indicated that the patient's mother was waiting for a referral for a surgeon to remove the sensors. At the time of contact, the patient was still complaining of pain at the insertion sites. No additional patient or event information is available. It was reported that the patient removed transmitter during sensor session. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.